Manufacturer narrative:
Title: endoscopic vacuum sponge therapy for an infant with an esophageal leak. Source: j thorac cardiovasc surg 2018;156: e193-5. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study,after video-assisted thoracoscopic lobectomy for right lower lobe congenital malformation, an (B)(6) boy showed distal esophageal perforation. The patient underwent immediate thoracotomy, and a 1-cm burn area was observed in the lower esophagus, with punctate perforation in its central portion. It showed that esophageal damage occurred during pulmonary ligament division, due to poor camera placement causing viewing difficulties during pulmonary ligament release upon reviewing the surgery's record. The ligasure forceps that was used in the procedure caused a cautery injury to the esophagus, which later developed into an esophageal leak.